Event description:
The facility reported that a pump was infusing faster than the rate programmed. The event was reported to have occurred during pt use. The hosp representative did not have information regarding whether there have been any reports of any pt incident involving this pump since the last baxter service event. Although baxter attempted to obtain information, details were not available regarding additional contact information, pt's demographics, medications involved, or pump programming.